Manufacturer narrative:
The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. The exact cause of the adhesive issue could not be conclusively determined. No blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The downloaded data generated timeouts, as well as an 0x14 alarm, indicating that the pod was occluded. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun data did not reproduce the alarm or timeouts. The drive mechanism was inspected and no damages or defects were found that would contribute to the alarm. Although an occlusion alarm was generated, the root cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. Patient also reported a blood glucose level of 395 mg/dl. The infection was self treated by patient with warm water press (to remove pus) and an over the counter antibiotic was used; bleeding at the site was reported as well. Although this was self treated, patient's doctor did confirm the presence of an infection.